Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that  the ins system was explanted. Agent asked the patient for the event date of the explant, however patient stated that they didn't think they had it all that long. Patient said that they would say it was explanted in 2001 at the latest. Patient stated that the device wasn't doing what they wanted it to do and that it wasn't helping since they received the implant. Agent sent an e-mail to patient registration to update patient's information.

Event description:
Additional information was received from the patient. They reported that they had an appointment (B)(6) 2025. Patient stated their health care provider (hcp) will be setting up and appointment with a representative (rep). It was reported that it was unknown if therapy was working for the patient yet.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.